Event description:
Pt called in to report injury caused by our equalizer low top walker, the pt states the medial and lateral struts are digging into her skin and this has caused pressure points. The pt indicated that her dr. Stated perhaps her gate had impacted her experience with the walker.

Manufacturer narrative:
(B)(4) quality assurance director, spoke with the pt on (B)(6) 2010, to obtain more details. (B)(4) reviewed the current database and this was the first occurrence for this issue. He asked her if there was anything else we could do and she replied that she only wanted to inform us of the issue. We will continue to monitor this issue.